Event description:
A customer reported the knives were either dull or the tip of knife was curling back before surgery. Pt involvement is unk. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).